Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -15.5 into the patient's right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise and refractive change over time. On (B)(6) 2023, the lens was exchanged with the toric model and stronger myopic power, same length and the problem was resolved. The reporter indicated the cause of the event was unknown. 6b: "on (B)(6) 2023" should be removed and "on (B)(6) 2023" should be added. Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -15.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a toric model lens due to refractive suprise and refractive change overtime. The problem was resolved. Cause of the event is unknown.